Manufacturer narrative:
Device evaluated by manufacturer: the complaint device was received for evaluation. Evaluation of the returned device revealed that the catheter was able to properly pull back manually and automatically, the telescope assembly was able to properly pull back, advance, or retract, a good unit wave form was shown during impedance testing and good square image appeared in the ilab system during image characterization testing. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).

Event description:
Same case as 2134265-2015-02104 and 2134265-2015-02105. It was reported that automatic pullback failure occurred. During a percutaneous coronary intervention (pci) procedure, an ilab ultrasound imaging system was uses in conjunction with an opticross imaging catheter to view the left main trunk (lmt) artery. During the procedure, the imaging catheter was set up then pullback test was performed, however, automatic pullback failed. The opticross imaging catheter was replaced with another same device and the issue was resolved. No patient complications were reported and the patient's condition is good.

Event description:
Same case as 2134265-2015-02104 and 2134265-2015-02105. It was reported that automatic pullback failure occurred. During a percutaneous coronary intervention (pci) procedure, an ilab ultrasound imaging system was uses in conjunction with an opticross¿ imaging catheter to view the left main trunk (lmt) artery. During the procedure, the imaging catheter was set up then pullback test was performed, however, automatic pullback failed. The opticross¿ imaging catheter was replaced with another same device and the issue was resolved. No patient complications were reported and the patient's condition is good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).